Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 440 mg/dl and stated that the sets were not working. Customer stated that he attempted to deliver a bolus while disconnected and no insulin exited. Customer has treated the high blood glucose readings with a manual injection. Customer's blood glucose reading at the time of the call was 480 mg/dl. Through troubleshooting all settings appeared to be normal. Customer declined any further assistance or troubleshooting after going through rewind and the fill tubing process. Customer stated that he will change his sets and monitor. No device is being returned.